Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and impedance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed cuts in the insulation, puncture holes in the terminal molding, and bunching of the shock coil coating. It was also noted that the is-1 identification tag was cracked. All of the damage appeared to be related to either the implant or explant procedure. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited fluctuating impedance measurements that were occasionally high and out of range above 2000 ohms. A revision surgery was performed and this rv lead was explanted. During the explant, insulation damage was noted near the proximal coil. No additional adverse patient effects were reported. Additional information was received that indicated that the high impedance measurements were seen through both the device and a pacing system analyzer during the revision. The patient is not dependent on rv pacing.